Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was unable to establish communication between his ipg and external devices. The patient's programmer also reflected a communication error. It was noted the patient had not recharged his device in over a year and he also lost stimulation around that time. Subsequently, the patient underwent surgical intervention on (B)(6) 2016, where the ipg was explanted and replaced . Surgical intervention resolved the reported issue.